Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the ok keypad button required multiple presses during testing to engage, the buttons did not have normal spring back, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons have to be pressed multiple times for a response and are sticking intermittently. The patient denied any damage to the keypad. There was no adverse event associated with this complaint.